Event description:
It was reported that there was revision of eaus partial knee to universal triathlon total knee due to loose tibia inset.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown eaus uni tibia inset. Additional information has been requested and if received, will be provided in the supplemental report.